Event description:
Related to MFR report #2183959-2011-00161. On (B)(6) 2011, it was reported by the physician that "two pts had erosion after acticon implant. One was vaginal erosion and the other was rectum erosion." This report is being sent for the rectal erosion. No specific pt info was available. In addition, the implanting physician noted that in one case, "the color of fluid inside the balloon of acticon was changed to red/pink after implant; and in another case, the size of balloon became much larger than the original size after implant." No additional info has been provided.

Manufacturer narrative:
Should additional info become available regarding this event, it will be reevaluated and a follow-up report will be sent.